Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth uhp 1030cc saline catalog #350-51030l sn #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old african american female patient who underwent reconstruction with mentor gel implants on (B)(6) 2017 post mastectomies and tissue expansion, reported left breast pain and developed left breast seroma, left breast hematoma, left breast baker grade ii capsular contracture, left breast cellulitis, left pectoralis muscle tear, right breast hardness, and right hand joint pain. The patient has medical history of diabetes, hypertension, and elevated cholesterol. Prior to reconstruction, the patient was diagnosed in (B)(6) 2015 with stage ii upper medial quadrant left breast ductal cancer and underwent bilateral total mastectomies (prophylactically in the right breast) with anterior serratus muscle flap on (B)(6) 2016. The patient also had radiation ((B)(6) 2016) and chemotherapy ((B)(6) 2016) treatments. The patient developed swelling in the left breast beginning (B)(6) 2017, which was observed as a hematoma on (B)(6) 2017. The patient underwent fine needle aspiration on (B)(6) 2017 and again on (B)(6) 2017, with surgical evacuation of hematoma. After evaluation, the patient had a drain placed. The patient also developed cellulitis of the left breast that was observed on (B)(6) 2017. On (B)(6) 2017, it was noted that the drain was clogged, breast was tender, tissue was swollen and cellulitis was present. The patient was admitted for exploration and explantation. The patient had the left side device removed on (B)(6) 2017, primarily due to left breast cellulitis. Per report on patient, the device was removed intact. The patient is on several medications for the hematoma, joint pain, diabetes, hypertension, inflammation, etc. The patient's right side breast firmness was noted on (B)(6) 2018 and was not treated surgically. It was also reported that the patient had a new breast cancer diagnosis in left breast where she was prescribed nolvadex beginning (B)(6) 2017. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On 5/3/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/31/2019, 2/7/2019, 2/12/2019, 2/14/2019, 2/19/2019, mentor received additional information regarding the patient's progress. Mentor reviewed the additional information and became aware that the principal investigator assessed the cellulitis as possibly related to the breast, unrelated to the study device, and having unknown relation to the study procedure. These devices have not been approved by the us FDA and are not marketed in the us. Therefore this event is not MDR/psr reportable, but since the event was already reported, any additional information with be sent to the FDA in follow up reports. This medwatch form is for the left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/13/2018, mentor became aware that the patient underwent bilateral reconstruction with mentor athena study gel implants on (B)(6) 2017. The patient has medical history of diabetes, hypertension, and elevated cholesterol. Patients breast cancer history includes diagnoses with stage ii upper medial quadrant left breast ductal cancer in (B)(6) 2015 and bilateral total mastectomies (prophylactically in the right breast) with anterior serratus muscle flap on (B)(6) 2016. The patient also had chemotherapy ((B)(6) 2016) and radiation ((B)(6) 2016) treatments. The patient experienced the following post reconstruction with mentor athena study gel devices: at the patient's 10 week post operative visit, the patient was assessed with left breast baker grade ii and right breast baker grade I capsular contracture. The patient developed right hand joint pain that began (B)(6) 2017 which was treated with medication and assessed by the principal as unrelated to the study device and procedure. The right hand joint pain was later retracted by reporter. The patient experienced a left pectoralis muscle tear that was observed on (B)(6) 2018. This event was assessed by principal investigator as having unknown relation to the study device and study procedure. The patient also developed swelling in the left breast beginning (B)(6) 2017 which was observed as a hematoma on (B)(6) 2017. The patient underwent fine needle aspiration on (B)(6) 2017 and a surgical evacuation with drain placement on (B)(6) 2017. The patient also developed cellulitis of the left breast that was observed on (B)(6) 2017. On (B)(6) 2017, it was noted that the drain was clogged, breast was tender, tissue was swollen and cellulitis was present. The patient was admitted for exploration and explantation. The patient had the left side device removed on (B)(6) 2017 primarily due to left breast cellulitis. The device was removed intact. The patient's developed right side breast firmness that was noted on (B)(6) 2018 and was not treated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, mentor received additional information regarding the patient's progress: it was reported that a 52 year old african american female patient underwent bilateral reconstruction with mentor athena study gel implants on (B)(6) 2017. The patient has medical history of diabetes, hypertension, and elevated cholesterol. Patients breast cancer history includes diagnoses with stage ii upper medial quadrant left breast ductal cancer in december 2015 and bilateral total mastectomies (prophylactically in the right breast) with anterior serratus muscle flap on (B)(6) 2016. The patient also had chemotherapy (mar 2016) and radiation (jul 2016) treatments. The patient experienced the following post reconstruction with mentor athena study gel devices: at the patient's 10 week post operative visit, the patient was assessed with left breast baker grade ii and right breast baker grade I capsular contracture. Baker grade I capsular contracture is not considered clinically significant, and this event was not reported as an adverse event. The patient experienced a left pectoralis muscle tear that was observed on (B)(6) 2018. This event was assessed by principal investigator as having unknown relation to the breast., unknown relation to the study device and unknown relation to the study procedure. The patient did not undergo any treatment for this. The patient also developed pain and swelling in the left breast beginning (B)(6) 2017 which was observed as a hematoma on (B)(6) 2017. The patient had an MRI on (B)(6) 2017 that showed no evidence of rupture bilaterally. The patient underwent fine needle aspiration on (B)(6) 2017 and a surgical evacuation with drain placement on (B)(6) 2017. The patient also developed cellulitis of the left breast that was observed on (B)(6) 2017. On (B)(6) 2017, it was noted that the drain was clogged, breast was tender, tissue was swollen and cellulitis was present. The patient was admitted for exploration and explantation. The patient had the left side device removed on (B)(6) 2017 primarily due to left breast cellulitis. The device was removed intact. The device was not replaced. The patient's developed right side breast firmness that was noted on (B)(6) 2018 and was not treated. This event was assessed by principal investigator as possibly related to the breast, probably related to the study device and possibly related to the study procedure. These devices have not been approved by the us FDA and are not marketed in the us. Therefore this event is not MDR/psr reportable, but since the event was already reported, any additional information with be sent to the FDA in follow up reports. This medwatch form is for the left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
It was erroneously stated in the follow-up report sent on 2/22/2019 (B)(4), that "these devices have not been approved by the us FDA and are not marketed in the us. Therefore this event is not MDR/psr reportable, but since the event was already reported, any additional information with be sent to the FDA in follow up reports." However, the correct statement is, "the device is not marketed in the us, and as such, is not subject to MDR reporting. Therefore, no additional follow up reports will be sent." Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On the initial report, product problem was checked erroneously. Also, product code was incorrectly assigned, but should be: ftr and common device name should be: prosthesis, breast, noninflatable, internal, silicone gel-filled. Doi was also changed to (B)(6) 2017. Concomitant products: mentor smooth uhp 1030cc gel catalog, #350-51030l sn #(B)(4). Manufacturer¿s reference number: (B)(4).